Event description:
It was reported that a needle stick injury occurred on right thumb after use while disassembling butterfly needle and plastic vacuum connector. Attempted to push up safety lock, while sliding cover over butterfly needle with an unspecified bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: ((B)(4) of (B)(4) complaints) it was reported there were needle sticks in the month of may. Right thumb. Additionally, on the bd sales consultant provided the following additional information: the reason is that their phlebotomy team was told (due to covid 19) that the nurses (who only draw at night) would perform the blood draws to avoid excess exposure. I was given no lot #s, and there was no product available. In addition, I was not provided the seriousness of the injuries¿. How many nurses were involved. (3)- for the month of may. Should I pull last year too? Where they were stuck, which finger, which hand. (Right thumb, l finger (unsure), r 2nd digit or pointer finger) did they follow the facility procedure for nsi. Yes- they completed a verge report and completed stat labs on both employee and pt. When did the needlestick occur-while performing draw or activating the device-sliding the shield. (Disassembling butterfly needle and plastic vacuum connector, attempting to push up safety lock, while sliding cover over butterfly needle).

Manufacturer narrative:
H.6. Investigation summary the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. A device history review could not be completed as no batch number was provided. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a needle stick injury occurred on right thumb after use while disassembling butterfly needle and plastic vacuum connector. Attempted to push up safety lock, while sliding cover over butterfly needle with an unspecified bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter: (1 of 3 complaints): it was reported there were needle sticks in the month of (B)(6). Right thumb. Additionally, on the bd sales consultant provided the following additional information: the reason is that their phlebotomy team was told (due to covid 19) that the nurses (who only draw at night) would perform the blood draws to avoid excess exposure. I was given no lot #s, and there was no product available. In addition, I was not provided the seriousness of the injuries¿. ¿how many nurses were involved. (3)- for the month of (B)(6). Should I pull last year too? ¿where they were stuck, which finger, which hand. (Right thumb, l finger (unsure), r 2nd digit or pointer finger) ¿did they follow the facility procedure for nsi. Yes- they completed a verge report and completed stat labs on both employee and pt. ¿when did the needlestick occur-while performing draw or activating the device-sliding the shield. (Disassembling butterfly needle and plastic vacuum connector, attempting to push up safety lock, while sliding cover over butterfly needle)